Event description:
The customer's husband called stating that the customer was hospitalized with a high blood glucose reading of 413 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The husband also stated that the customer tested positive for an infection while she was in the hosp. Advised the husband of the effects that an infection may have on blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.